Event description:
The pt was unable to recharge her device. There were coupling and/or communication issues. A different recharger was used with no results. An x-ray confirmed that the device was not flipped and it was not implanted too deep. She was scheduled for a device replacement on (B) (6) 2010, but it was cancelled. She was waiting to be rescheduled.

Manufacturer narrative:
(B) (4).